Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Additional information received on 10/26/2018 stated that there are no more information available.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the device displayed error 200 ref 19.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. There were some additional defects found and repaired. The following repair activities were performed: microprocessor pcb replaced, defective electrical connector replaced, defective power switch replaced, socket connection between the ID and rf boards secured with silicone sealant, functional test according to test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, electrical safety test completed, safety test checklist enclosed. Microprocessor pcb was replaced to address the reported issue but the root cause could not be determined. The 5-pin socket was corroded by fluid. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).